Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. During analysis, the entire length of the returned balloon catheter was visually, microscopically and tactilely examined. No damage or irregularities were found. During functional evaluation,the balloon was inflated using an encore inflation device filled with water and no issues were encountered. No anomalies were observed during inflation and deflation of the balloon. The catheter balloon was left inflated for 10 minutes. No leaks were observed. The catheter was conforming to its dimensional specifications. The balloon was conforming to its required dimensional specifications. The reported event could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question. This current report represents the initial and final report for this event including device analysis and investigation results. The original initial report number ¿0002134265-2016-00036¿ for this event should be deleted from the emdr system. The information contained within this report was originally submitted as a supplemental report to the initial report number listed above. The supplemental report was rejected by the emdr system with a pass 0 fail 0 error because there are two reports in the emdr system with mathematically equivalent numbers and the emdr system did not know which initial version of the report to update.

Event description:
It was reported that when the balloon leaked during the procedure. There were no reported clinical consequences to the patient.